Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple blood glucose (bg) levels of 47 mg/dl and weakness; cause was unknown. Bg was addressed via consumption of carbohydrates. Additionally, it was reported that the pump's continuous glucose monitor (cgm) notifications were inaccurate and delayed. The customer was instructed to consult with healthcare provider regarding bg level. No additional information was provided.